Event description:
It was reported that during a laparoscopic gastric bypass procedure, surgeon was activating the shears when a solid tone was heard and the shears stopped functioning. This same problem was experienced after several minutes of operation with a second device. A third shear was opened and the procedure was completed without pt consequence.